Event description:
It was reported that a large volume intermate had particulate matter within the reservoir. This was identified during filling with an unknown drug. There was no patient involvement. No additional information is available. This is report 7 of 9.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured january 15, 2013 ¿ january 16, 2013. Evaluation summary: the device was received for evaluation. Visual inspection revealed particles between 0.04 and 0.35 mm in size floating in the solution of the bladder. Fourier transform infrared (ftir) spectroscopy revealed that the particles were made of acrylic. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.